Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted and was measured to be 52.3 cm. Analysis was completed. Visual inspection found the outer insulation was cut at the suture tie region. The cause of insulation damage was due to procedural damage. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the newly placed lead was failing to sense, failing to capture, and had high pacing impedance. The lead was removed and it was then visualized there was insulation damage. The lead was exchanged and implant was completed successfully. The patient was stable.